Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: unit returned in a bio-hazard plastic bag with the rotapro device from the related complaint (B)(4). Inspection of the device found that the wire was fractured, and the proximal tip was kinked, as part of overall visual revision. Microscopic and visual inspection of the device found that the wire had fractured at 167.5cm from the distal tip, and that the proximal tip was kinked. The returned proximal portion of the wire was measured and found to be 162.5cm. The full 330cm length of wire was returned. Functional testing was performed. The proximal portion returned rotawire was not able to be advanced into the returned rotablator device due to the kink at the proximal tip. The distal portion of the wire was able to be inserted and removed with no issues or resistance. Dimensional inspection was performed and was found within specification.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.25mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 190,000 rpm outside the patient, then advanced over the wire. During withdrawal, he devices were then removed together, and it was observed that the burr and the wire were stuck together. The rotawire was cut by the physician to release the stuck wire. The procedure was completed with another devices. The patient's status post procedure was good.